Event description:
In 2006 the lay user/patient contacted lifescan alleging that the one touch ultra was displaying an "hi something" error message and was unable to duplicate the error message over the phone. The medical affairs specialist (mas) sent a letter on july 24, 2006 since the patient cannot be reached by telephone. The mas listened to the original call to obtain/verify the following information. Approximately 15 minutes prior to contacting lifescan (at 3:45pm in 2006), the patient attempted to test six times on his meter while feeling shaky but got the error messages. He tested on his backup meter and obtained a blood glucose result of "39 mg/dl." The patient's wife gave him food and his shakiness went away. The patient retested his blood glucose on the reported meter over the phone with the customer care advocate and it was "60 mg/dl." It would be helpful to obtain the following: the patient's last successful meter reading before he experienced the low blood sugar symptoms and if the patient made any recent adjustments to his diabetes care. Based on the reported error message, the meter may have been displaying the "hi t" error message, which indicates that the meter was above the meter system operating temperature range. The patient was unable to confirm the exact meter error message; however, he reported that the meter was exposed to hot temperature. This complaint is being reported because the patient was unable to test while experiencing symptoms and found to have been hypoglycemic. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.